Event description:
Clinical study #138-075. Two hundred ninety days after a drug eluting stent implantation procedure, the patient died. When the patient was enrolled in the study, he presented with an acute myocardial infarction. The initial procedure identified an ostial lesion, mildly calcified with 60% stenosis in the left main coronary artery. The lesion was treated with a 2.75x12 mm taxus express2 drug eluting stent. The patient was discharged 5 days later with a regimen of asa and plavix. Approximately 210 days later, the patient required emergency bypass surgery for a lesion in the mid lad artery. There was no restenosis and the relationship to the taxus device was reported as unknown. The patient was discharged 11 days later. 290 days after the implantation procedure, the patient reported to the emergency room with pulseless electrical activity and was pronounced dead. No autopsy was performed and the device relationship was reported as unknown.